Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change due to normal battery depletion. Prior to procedure, several episodes of right ventricular lead noise were noted. During the procedure, the physician noted a small insulation anomaly near the connector pin and applied a medical adhesive, which resolved the noise issue. The patient was in stable condition.